Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A f/u report will be submitted once the device has been received and an investigation has been completed.

Event description:
Customer reported total parenteral nutrition tubing disconnected. Tpn tubing became disconnected from the central line. Tubing that was saved looks like it spontaneously disconnected at the smartsite extension filter tubing from the y connector. Rn notified md and a new fluid order was obtained. There was no report of pt harm or medical intervention required.